Event description:
On 12-feb-2026, a nurse contacted technical service to report that recond totalcare rental w/ppm (product code: pr1900kmrent02, serial number: (B)(6), had CPR function not working. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report. Per the baxter service manual the totalcare bariatric bed and totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Test the CPR release for correct operation and reset of the head cylinder. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in dec 08, 2025. It is unknown if the facility performed any other preventative maintenance on this bed